Event description:
During surgery, orbitotomy of the right eye, the surgeon was drilling into the orbit with a drill from the synthes maxillofacial micro set, and the tip of the drill bit broke off into the orbital rim. It was decided to leave the piece of the drill bit in the bone, because trying to remove it would have destroyed the bone. Dates of use: approx 1 hour (B)(6) 2010. Diagnosis or reason for use: to drill into bone for screw placement.